Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2016 with diarrhea and hypotension. The patient had developed an infection. The system was explanted successfully on (B)(6) 2016. The procedure went well and the patient's condition is stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction: manufacturer report 2938836-2016-13719, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).